Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. They were able to complete the ongoing procedure on the same system without any delays. Rse suggested inspecting and cleaning the left fan of the suite pc. If problems persisted, replace the left fan or the entire suite pc. The issue did not recur. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed on the same system on the same system without any delays. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that, system gave an alert indicating the cooling fan in the suite computer was not spinning, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.